Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-05206. Additional information received indicated that effective therapy was restored for the patient postoperatively.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 2321, scs adapter - therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report number 1627487-2019-05206. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2019 to explant the adapters and implant a new paddle lead.